Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received the user facility report ((B)(4)) from the (B)(6) registry. The report indicated that the pt experienced red heart alarms and no cause for the alarms was identified during the device diagnostics testing and eval. The pt had a mca ischemic stroke which later converted to a hemorrhagic stroke. It also stated, "the pt's hgbn and ldh were 123, 2114 respectively." The report indicated that the pt expired, and no other details were provided in the report. Add'l info was received from the physician that the pt's hemolysis was device related. The physician felt that the secondary cause of death was device thrombosis and the causative factor was "patient device intraction". The hospital staff suspects (but did not confirm) that the pt had a thrombus on the pump, flicked something which caused the ischemic stroke, and then it later converted to hemorrhagic.

Manufacturer narrative:
The pump will not be returning to the MFR for eval as an autopsy was not performed and the pump not explanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.